Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Doctor reported via phone call that the insulin pump alarmed motor error. No significant events leading to the alarm. Blood glucose value is unknown. Customer had already reverted to a backup plan. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. No motor error alar and the motor passed motor test. The insulin pump was received cracked battery tube threads and cracked reservoir tube lip. The insulin pump was missing the end cap sticker and the address serial label.